Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set connection broke into pieces while disconnecting it from the patient's primary ivf line, small pieces of the connector remained in the tubing port resulting in leakage. The IV tubing set was changed out.